Event description:
Information received indicates the back panel would not go down.

Manufacturer narrative:
The technician found one of the gas spring needed adjustment. He adjusted the gas spring to repair the stretcher.